Manufacturer narrative:
Follow-up #1 date of submission 07/12/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2013 with the following findings:investigation revealed a cracked and blank display screen. A new test screen was inserted into the pump and the display screen illuminated to normal contrast. Unrelated to the complaint, audio bolus button was found to be torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The bolus was found to be responsive to user input.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that the display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.